Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Customer was informed that pump would be replaced under warranty, agreed to continue using current pump as backup until replacement arrived, and confirmed shipping address.